Manufacturer narrative:
G4: 24jun2020. B4: 24jun2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11nov2020. B4: 12nov2020. A user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, visual inspection of the user interface assembly was received with damage touchscreen. An investigation was performed and the product analysis technician reported that the root cause was due to a burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported display is dim. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported dim display issue, and provided part number for the user interface display.